Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the distal superficial femoral artery (sfa) and proximal popliteal artery. Lesion dilation was attempted using a 5.0x150mm armada 18 balloon dilatation catheter (bdc); however, the bdc was noted to rupture when inflated to 8 atmospheres. The bdc was removed and a total of four armada 35¿s, sized at 5x80mm, 6x100mm, and 6x150mm (2 devices), were used for dilatation however it was noted that each replacement bdc were initially inflated and removed successfully, but could not be reinserted into the introducer sheath for re-dilatation. Another abbott balloon and stent were used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual and functional inspection was performed on the returned device. The reported material rupture was confirmed. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported material rupture appears to be related to the operational context of the procedure. It was reported that the balloon dilatation catheter ruptured during inflation. Analysis of the returned device confirmed the rupture on the balloon. The location of the rupture had scratch marks around it. Scratch marks are often cause by interaction between the bdc and the patient¿s anatomy or accessory devices. It is likely that the scratches compromised the balloon's integrity, resulting in the reported rupture. There is no indication of a product quality issue with respect to manufacture, design, or labeling.